Manufacturer narrative:
(B)(4). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
Reportedly all electrode channels show high impedance. It is not known whether an illness, injury or head trauma had occurred. An integrity test performed on (B)(6) 2015 confirmed that all electrodes in her left ear had hi impedance status.

Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted. It is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Reportedly all electrode channels show high impedance. It is not known whether an illness, injury or head trauma had occurred. An integrity test is scheduled for (B)(6) 2015.